Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Additionally, a direct correlation between the device and the reported cerebral edema, evidence of acute/early subacute embolic infarcts, hemorrhagic stroke, and death could not be conclusively established through this evaluation. The submitted system controller event log file captured low flow alarms on (B)(6) 2022. Of note, several stored patient speed adjustments were made throughout the duration of the file and elevated pulsatility index (pi) values were captured during the majority of the low flows. No other notable alarms or events were captured. The pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists stroke, bleeding, and death as adverse events which may be associated with the use of heartmate 3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses is measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Pi values should be routinely monitored and should not vary significantly during resting conditions. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient passed away due to an irrevocable brain bleed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had been under anesthesia at the time of the low flows. While the patient's bedside nurse was assessing the patient's neurologic status, they discovered pupil changes. A computed tomography (CT) scan of the patient's head showed cerebral edema and evidence of acute/ early subacute embolic infarcts. Neurosurgery was consulted and it was determined that the patient had experienced a catastrophic injury. The patient's family made the decision to withdraw all supportive care, and the patient passed away 5 hours later.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Additionally, a direct correlation between the device and the reported cerebral edema and evidence of acute/early subacute embolic infarcts could not be conclusively established through this evaluation. The submitted system controller event log file captured low flow alarms on 17oct2022. Of note, several stored patient speed adjustments were made throughout the duration of the file and elevated pulsatility index (pi) values were captured during the majority of the low flows. No other notable alarms or events were captured. The pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists stroke and death as adverse events which may be associated with the use of heartmate 3 lvas. This section also explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses is measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Pi values should be routinely monitored and should not vary significantly during resting conditions. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Related MFR.#3003306248-2022-14514. It was reported that the patient experienced significant reductions in flow during the implant operation. The low flow events were thought to be due to air infiltration from extracorporeal membrane oxygenation cannula at groin sites. The low flows reportedly resolved.